Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead.

Event description:
A trial patient reported a burning sensation. The complained of burning at the lead site. The issue was not resolved at the time of the event. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.